Event description:
User received 2 boxes pen needle from save on pharmacy with lot no. Z58r2. She injects 40 units of tojeo 1x per day with the corresponding pen. She called in stating that pn 'came apart in her side.' She said it was hard to inject the pn. When she removed pulled back, the pn was sticking out the side of her stomach. She had to pull it out with her fingers. She does not reuse pns.